Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has a blank display. Customer's blood glucose reading was 600 mg/dl. Customer reported that the issue remained unresolved after the battery was changed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Pump passed the active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump monitored for several hours and no blank display, flashing display, missing segments, partial display, battery error or battery was finish on display noted. The battery tube connector plugged in properly to printed circuit board during visual inspection. However, pump had unexpected pump error 23, pump error 49, pump error 68, pump error 25 after monitoring for several minutes, pump error 75 alarm during self test and high sleep current measurement. The internal battery connector was found not properly connected. Connected the internal battery, then the pump was monitored for 24 hours with no unexpected pump error 23, pump error 49, pump error 68, pump error 75 or pump error 25 noted during testing. Also the sleep current measurement is within specification. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, cracked retainer and minor scratched lcd window.